Event description:
It was reported that: yesterday the doctor was using the above suture with the capio slim device. In the process of using the suture the beads came off and were left in the patient. A new suture was opened and there were no issues with the beads. A senior staff member said that the ends of the thread looked a little frayed where the beads were and therefore not sure if this was the cause of the beads coming off. The patient had to have an x-ray and both beads were seen but were unable to be retrieved.

Manufacturer narrative:
Qn# (B)(4). DHR review was performed in previous complaint report with no findings. 1 ea sample of product code 833-123 was received on a ziploc bag with a disinfection tag without carrier. Product code configuration is bullet tc-43 - bullet tc-43: only a portion of the suture arrived under the following conditions. The suture was received without tc-43 bullet (no attachment on both sides) in addition the suture show signs of manipulation, crushing and tearing was detected throughout the suture. Refer to quality form qa-sut-001/f2. Suture specification is 48" long; during dimensional inspection, the suture was found to be 23" long. Based in the findings during visual and dimensional inspection, customer complaint cannot be confirmed since the defect found is not related to a manufacturing issue but most likely a consequence of the interaction with a non-teleflex device. Based in the findings during visual and dimensional inspection, customer complaint cannot be confirmed since the defect found is not related to a manufacturing issue but most likely a consequence of the interaction with a non-teleflex device. Additionally, there are quality controls in place which are inspected in quality form (B)(4) and in form (B)(4) rev. 01 also during the manufacturing process all the needle attachments get tested with a low pull tester per manufacturing procedure 680-86-624 step 6.8.2. Manufacturing personnel is going to be notified of this event for awareness.

Event description:
It was reported that: yesterday the doctor was using the above suture with the capio slim device. In the process of using the suture the beads came off and were left in the patient. A new suture was opened and there were no issues with the beads. A senior staff member said that the ends of the thread looked a little frayed where the beads were and therefore not sure if this was the cause of the beads coming off. The patient had to have an x-ray and both beads were seen but were unable to be retrieved.

Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-123 / batch 74k1901660 that can be related to the failure mode reported. Per ha-000039 rev. 12 line: operational hazards - incorrect or inappropriate output or functionality - needle disengages/separates from suture when used with an accesory and/or suturing device: when the suture is used with an accesory and/or suturing device the suture maybe subject to forces that are under control of the surgeon using the device. IFU 163567: precautions, states the following: avoid excessive handling i.e. Crushing or crimping resulting from use of surgical instruments such as forceps and needle holders. No corrective action can be implemented due to the lack of product sample to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: yesterday the doctor was using the above suture with the capio slim device. In the process of using the suture the beads came off and were left in the patient. A new suture was opened and there were no issues with the beads. A senior staff member said that the ends of the thread looked a little frayed where the beads were and therefore not sure if this was the cause of the beads coming off. The patient had to have an x-ray and both beads were seen but were unable to be retrieved.